Manufacturer narrative:
Submit date: 3/31/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a urology catheter. Customer reports: foley 2 way 16fr catheter was inserted. After 5 days, doctors/nurses attempted to withdraw the tube but balloon would not deflate. Surgery was performed by the urologist to remove the catheter.

Manufacturer narrative:
Submit date 5/9/2016. No sample was received for the evaluation. A device history record review could not be performed because a lot number could not be provided by the customer. However, as part of the manufacturing process, a device history record is generated for the lot of product meeting all acceptance criteria prior to release. Since the sample was not yet received for evaluation, the reported condition could not be confirmed. The possible root cause for non-deflation is usually associated with the inflation medium mechanism. The off center orifices that are located too near to the edges of the balloon will lead to pressure exerted in a non-symmetrical manner creating a blockage on the orifice, thus creating the non-deflation issue. An actual root cause for the reported condition cannot be specifically identified; therefore, corrective action will be limited to the manufacturing awareness. No further action required. This complaint will be recorded for tracking and trending purpose.